Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to move the scopes to a different tower to see if it's more of a scope issue. The customer tried another tower and confirmed the image was grainy. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it's likely the cause is related to a problem with the scope because granular noises occur in the image as a result of connecting the scope to another clv-190. Olympus will continue to monitor field performance for this device.